Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent surgery (date not reported) to treat a chronic overgrowth of skin tissue around the implant site. The patient was injected with local anaesthetic, the abutment was exchanged for a longer model, and the implanted device remains. Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2012.